Event description:
Ous MDR - it was reported that the lead had become dislodged 5 months after the implantation. There was a loss of sensing. The lead was exchanged. No deterioration of the patient's state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The returned lead was extensively analyzed. During the investigation, the lead was visually, electrically and mechanically checked. Upon visual inspection, deformations of the outer conductor coil and insulation were noted, which are probably due to the surgical procedure. The analysis did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the electrical parameters measured during the analysis were within the technical specifications. There was no sign of a material or manufacturing problem.